Event description:
It was reported the subject device was arcing approximately where the fiber attaches to the soltive laser system while in use. No other procedural information was provided. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on the results of the investigation, since the device was not returned for evaluation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct h6 type of investigation to remove 3331 - analysis of production records. The device history record was unable to be reviewed for this device since the lot was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is possible that the following led to the malfunction: arcing may occur due to damage from mishandling or impact, as the fibers are delicate components. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.